Event description:
On a flight on (B)(6) from (B)(6) to (B)(6). Complying with mask wearing. Fell asleep on the plane and woke up gasping for air, extremely light headed, and feeling as if I was going to vomit. Tried to stand up to get to the bathroom but became extremely dizzy. Was able to get some water and remove the mask to breathe - of course with threats from the flight attendants about having to put the mask back on "between drinks". Remained extremely lightheaded for the remainder of the flight, but managed to get myself off of the plane and into the restroom in the airport and get the mask off, get cold water onto my face and get to the point where I was able to safely leave the airport and drive home. FDA safety report ID # (B)(4).